Event description:
New information received stated that the lead was repositioned.

Event description:
It was reported that the patient presented in-hospital after being hit in the chest playing basketball. Loss of capture threshold was noted. Lead dislodgement was found via x-ray. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.